Event description:
The bonopty penetration device was used to access a lesion in right tibia (using a coaxial needle with a manual bone drill). The biopsy was performed and coaxial needle was removed prior to the radiofrequency ablation (rfa). The rfa was performed and a final CT was performed, which demonstrated a 4 mm fragment of the coaxial needle was retained within the cortex of the bone. The device was secured and prepared to send to the manufacturer. Orthopedics was also contacted. The decision was made to leave the fragment in the bone. The parents of the patient were notified and treatment plans discussed.